Event description:
The customer reported via phone call tha they had an excessive no delivery alarm. Customer/s blood glucose was 300 mg/dl. The customer stated that the reservoir was not working. The customer was unable to do troubleshooting because of past event. Customer was advised to do a complete set change as soon as possible. The customer change the customer and customer stared working.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.